Manufacturer narrative:
This report is submitted on july 19, 2017.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to the patient experiencing vestibular schwannoma.

Manufacturer narrative:
This report is filed on (B)(6) 2017.